Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified flat creases, void >1 mm in non-textured and white particles in device inner surface. A microscopic analysis and leak test were performed which identified three curved openings striated and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated in the side anterior assessed as surgical damage. Partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.